Manufacturer narrative:
Date of event added. Additional information: (B)(6) 2019 the physician reported the rash is resolved. The cordon retraction remains. The physician prescribed two exams for the increased back pain and claudication after procedures to verify the presence of degenerative illnesses in the vertebral column. The physician checked the complete occlusion of treated veins. Electromyography: emg report and neurographic data indicative of moderate neurogenic distress degenerative discopathy in degenerative scoliosis. MRI: l3-l4 and l4-l5 degenerative discopathy in degenerative scoliosis. The patient asked the physician to remove the venaseal glue. (B)(6) 2019 medtronic senior medical specialist reported the degenerative spinal conditions is not related to venaseal. (B)(6) 2019: no further treatment given. Image analysis: no components from the venaseal closure system kit was received for evaluation. No sonographic images were received for evaluation. Four post-operative photographic images of the patient¿s symptoms were received for evaluation. Image one appears to be a close-up of the procedural access site just below and behind the knee. A light discoloration of the skin was observed. Image two is a close-up of the treated vein showing a recess of the skin tissue that runs the length of the treated vein above the knee. A slight redness of the skin tissue runs the length of the treated vein. Image three is a wider view of the treated left leg. This image shows the redness and recess that follows the treated vein. Image four is a comparison of the right leg. No redness or recess is visible in the image. A slight lightness discoloration of the lower right limb was observed in the image. The lightness discoloration of the lower right limb is similar to the discoloration observed in image one. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the physician has reported that the patients has resolved cvi after treatment. The patient is still convinced the issues are a consequence of glue inside the veins. The patient has requested to have the glue removed but the physician does not agree. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: seven photographic images of sonographic images were received for evaluation. The images include cross sectional sonographic images and lateral sonographic images of the treated vein. A copy of each original image and a cropped image were reviewed. Images 1 and 2 depict a transverse view of a closed vein treated with venaseal with the typical signal void/shadow signature. Images 3 and 4 are a longitudinal view of a vein with an open section (to the left) and a closed section from venaseal treatment to the right. Color flow box does not register movement of blood flow. Images 5 and 6 are a longitudinal image of a vein which shows color flow (black and white) between areas of density which shadow the ultrasound beam. Presumably this is a shadow from venaseal that did not close the vein successfully. Images 7 -14 show a transverse image of a vein, which assumedly has been treated with venaseal. It is not possible to determine if the vein is completely closed without a corresponding compression image. The images indicate that the treated vessel may not have been completely closed. Split screen sonographs of treated vessel uncompressed and compressed were not provided to allow determination if the treated vein in the images were completely closed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the physician visited the patient many times, the vein occlusion was completed. The physician will not be treating the patient for the other pathologies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used venaseal to successfully treat a patient¿s venous insufficiency in the patient's right great saphenous vein (gsv) above the knee in one leg. The IFU was followed and no issues were reported during the procedure. A guidewire was not used for insertion of the catheter. Post operatively the patient developed skin spots and a cutaneous rash. Several months after treatment she was referred to her physician complaining of severe pain, tingling and heavy legs and a need to walk during the night. She also has increased backpain. Patient was prescribed antinflammatory- nimesulide: 2 dose/day for a period of 5 day.